Event description:
It was reported when a near syncope patient presented to clinic, myopotential oversensing was observed. Reprogramming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.